Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 320 mg/dl at the time of the incident. The customer stated that they changed the sets three times to resolve the issue which caused an infection in the skin. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump was received with minor scratches on the display window, cracked battery tube threads, a missing reservoir tube o-ring and a completely broken off reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir will not lock/click in place. The pump passed the idle current, run current, self test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the excessive no delivery test due to the prime anomaly. Unable to perform the basic occlusion or occlusion test due to the completely broken off reservoir tube lip.